Event description:
It was reported that a valiant 46 distal main stent graft that was implanted approximately eight months ago, has migrated distally. An intervention was performed on and a 46x46x200 distal main was implanted, bridging the 44x46x100 and 46x46x150 devices, resolving the type iii graft separation. The physician stated that aortic elongation likely caused the device separation and subsequent type iii endoleak.

Manufacturer narrative:
(B)(4).